Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer's blood glucose was unknown. It was reported that the customer was receiving no delivery alarms during basal and bolus delivery. The customer stated that this was an on-going issue. The customer stated that he did not want to try different infusion sets. Explained the alarm to the customer. Advised customer that a replacement insulin pump would be sent. Advised customer to revert to a back-up plan. Nothing further reported.